Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt which was returned for investigation into a patient's death, a reportable malfunction was found. The electrode belt failed incoming functionality testing. The failure did not cause or contribute to the patient's death. The patient was in a life-sustaining rhythm when the device was removed.